Manufacturer narrative:
B3: date of event unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient experienced line blocked alarms while using the cadd cleo infusion set. Upon removal, the cannulas were found to be bent and kinked. Replacing the cassette and infusion set resolved the issue. There were patient involvement and no patient harm. This malfunction could interrupt insulin delivery and potentially affect the patient.